Manufacturer narrative:
Gtin number for item: 2477-0000, lot:17065555 is (B)(4). The affected product has been received and the evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
The customer reported a slow leak where the two lines enter into the non-vented drip chamber at the end of a rbc transfusion. There was no patient harm.

Manufacturer narrative:
The customers report of a leak where two lines enter the non-vented drip chamber was confirmed. Functional pressure testing revealed a leak from the top of the blood filter drip chamber where the two tubing lines enter the drip chamber. Insufficient solvent was observed at the engagement between the tubing and the top drip chamber ports. The root cause of the leak is insufficient solvent having been applied at the engagement during the manufacturing process.